Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that an implanted impella 5.5 pump developed high purge pressure during patient support. Heparin was added to the purge and the pressure began to trend downwards. Support continued with the implanted pump following the event. The patient was bridged to left ventricular assist device and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The product was returned and evaluated. There was biomaterial wrapped around the purge gap and on the impeller. No kinks were found. High purge pressure did not reproduce and there was no blood ingress in the purge line. The investigation of high-pressure purge, pump stop, and thrombus has been completed. Data log review shows the purge pressure rising from 500 to greater than 1000 mmhg within 3 minutes after a mc spike, speed deviation, and shift in pump flow. This occurred about 20 hours into the case and triggered high purge pressure alarms. The purge pressure remained high for 20 minutes before gradually recovering over the next two hours. Heparin was added to the purge concentration while the purge pressure recovered. Upon further data log review, a high motor current pump stop was found at the end of the case ((B)(6) 2025) with multiple motor current spikes and a slight increase in purge pressure prior to the pump stop, which continued increasing after the pump stop. This event was not mentioned in clinical details. The failure modes thrombus and pump stop were added to account for this event. High purge pressure: clinical details reported high purge pressure alarms on (B)(6) 2025. The root cause of the high purge pressure was most likely biomaterial ingestion as data log review showed a motor current spike, speed deviation, and shift in pump flow prior to the rise in purge pressure. Pump stop: a pump stop with "impella stopped - motor current high" alarm was found at the end of the data logs, which was not reported in clinical details. There was biomaterial found on the returned product, which is most likely related to the pump stop event rather than the high purge pressure event on (B)(6) 2025 that resolved. The root cause of the pump stop was most likely biomaterial ingestion since the returned product had biomaterial wrapped around the purge gap and on impeller and data logs show multiple motor current spikes prior to the pump stop. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined. Instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.". In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion. ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b1 revised to reflect both adverse event and product problem based on investigation result findings. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27551.